Event description:
It was reported that during a da vinci s hysterectomy surgical procedure, the camera was not latched in the endoscopic camera manipulator (ecm) properly when the doctor let go the camera; the scope fell forward and broke the camera cannula mount accessory. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. Initial reporter said no patient harm, adverse outcome or injury occurred.

Manufacturer narrative:
The investigation conducted by the isi field service engineer confirmed that the camera cannula mount accessory had broken. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The camera cannula mount accessory is attached to the ecm and designed to hold the cannula securely in place, outside of the patient cavity. The system was repaired by replacing the affected ecm cannula mount accessory. Isi contacted clinical nurse manager (B)(6), he indicated that the ecm cannula mount broke and they could not hold the endoscope camera in place, the account did not have a cannula mount backup to continue the case with the davinci robot system; consequently, they had to convert the procedure to a traditional open surgery. The procedure was completed successfully. He was not aware of any patient complications. As of (B)(6) 2013, there have been no reported recurrences of the issue at this hospital.